Manufacturer narrative:
Initially it was assessed that this was a hemostatic valve separation. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation on 03/24/2021 and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on 4/9/2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve on the vizigo sheath became dislodged into the clear hub. The sheath was replaced, and the procedure was continued. This was discovered prior to being used on the patient. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device 00001527 number, and no internal actions related to the complaint was found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device(B)(6) 2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve on the vizigo sheath became dislodged into the clear hub. The sheath was replaced, and the procedure was continued. This was discovered prior to being used on the patient. With the information available, this event was assessed as a MDR reportable hemostatic valve separation product malfunction. It was also reported that an error message of expired was displayed when the reprocess sdstr eco 8f-90 sms was connected to the carto 3 system. This catheter is a distributed device and therefore not MDR reportable for bwi.